Event description:
It was reported that device lasted less than four years with all normal settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 lead implanted: 2004 (B)(6); 5873w adaptor implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Corrected: h7 and h9. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.